Manufacturer narrative:
Updated fields: b4, d1, d4, d8, d9, g2, g3, g6, h2, h3, h6, h11. Corrected fields: b5, h6 clinical code & impact codes, h8. A getinge field service engineer (fse) evaluated the unit and the counter pulsation device had the battery charging switch off when switched on and was not in use. The fse restored battery charge and performed operational test with positive results.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) stays on. The fault did not cause harm to operators/patients.

Event description:
N/a

Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) stays on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.